Event description:
It was reported that the patient presented in clinic for follow up. Upon review, the left ventricular lead exhibited loss of capture. Programming changes were performed. There were no patient consequences.